Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The attached photograph confirmed the reported allegation. The root cause could not be determined. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot 8240945 device history review DHR has been reviewed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of left total hip replacement operation,when 3rd blow, the linear was broken as the photo shows. Changed same size linear to complete the surgery. The surgeon was very experienced with this product, this is 1st time to face with this issue. There were no adverse consequences to the patient. No additional information could be provided.